Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: model: 5075, lead; implant: (B)(6) 2013. Model: a 6947m, lead, implant: (B)(6) 2013. (B)(4).

Event description:
It was reported that phrenic nerve stimulation was observed on the left ventricular (lv) lead of a patient currently enrolled in the (B)(6) clinical study. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.